Manufacturer narrative:
Concomitant medical products: 429878, lead, implanted: (B)(6) 2018; 407652, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited invalid data. The device remains in use. No patient complications have been reported as a result of this event.